Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 100% stenosed lesion being treated was located in the ramus interventricularis anterior (riva) artery. The lesion was not predilated. The vessel size was 3.0 mm. A 3.00x24 mm taxus liberte drug eluting stent, inflated to 10 atms for 10 seconds, was successfully placed. A dissection occurred. A 3.00x16 mm taxus liberte drug eluting, inflated to 8 atms for 10 seconds, was successfully placed to correct the dissection. Ass and plavix were given pre and post procedure. During a check, 5 mos post the initial, there was no stenosis or thrombus in the stent. Nine mos following the initial procedure, the pt experienced a myocardial infarction. A thrombotic occlusion was found in the riva where the 3.00x24mm taxus liberte drug eluting stent was implanted. Reopro, heparin, ass, and clopidogrel were given. The procedure was completed by direct stenting with a 3.0x33 mm cypher stent and a 3.0x23 mm cypher stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.